Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system double curve was positioned at the laa using a pigtail. A 27mm watchman flx closure device and delivery system (wds) was selected for use. After deployment, the closure device was under compressed, and the physician decided to exchange for a larger sized closure device. The 27mm wds was recaptured and removed. A 31mm wds was prepared, inserted, and partially deployed in the laa. It was then observed that the patient's blood pressure had dropped. Transesophageal echocardiogram revealed a pe originating from the laa. One further attempt was made to deploy the 31mm wds, however release criteria was not met and the 31mm wds was fully recaptured and removed from the laa. A pericardiocentesis was performed and a blood transfusion was administered. The patient stabilized and was transferred to surgery for a sternotomy to repair the perforation and ligate the laa. The following day the patient was extubated and recovering.